Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a red, bumpy, and irritated rash on his back under the therapy electrodes. The patient followed up with his physician, who prescribed an anti-itch spray. The patient confirmed that the irritation comes and goes even though the patient uses benadryl and anti-itch spray on the irritation.